Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported: nicu at covenant health in saginaw mi all of the pumps were running for several hours before alarming. One was running for 15 hours at a rate of 6.2 ml/hr before alarming. Nurse stated it was a very large air bubble. Most alarms are for air below the cassette. No patient harm was reported. Lvp serial number: (B)(6). A review of the device logs showed no evidence of sensor malfunctions. A preliminary review of the information was performed by fresenius kabi. It was determined that this was most likely air that built up and became a big air bubble. Potentially related to a leak located somewhere in the admin set that caused air to come in. This occurred during an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation, it is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The root cause cannot be identified based on the kit autopsy, due to no sample or picture are available for evaluation purpose. However, potential root causes could be related to: 1) air that built up and became a big air bubble, 2) leak located somewhere in the admin set that caused air to come in and 3) nevertheless, there is not enough information provided by the customer in order to determine the root cause. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) final physical inspection related to occlusions on the admin set and 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections. No batch review could be performed as no batch was provided by the customer.

Manufacturer narrative:
Section d updated to match gudid.